Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife reported via phone call that the patient's insulin pump stopped working due to a battery out limit alarm. The patient's blood glucose value at the time of incident is unknown. The customer's wife stated that they changed the battery but the display remained blank. Troubleshooting was initiated for the battery out limit alarm but the customer could not get the alarm to clear because of a keypad anomaly. The customer recalled that the pump was exposed to rain. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.